Event description:
Boston scientific received information that this left ventricular (lv) lead was repositioned due to dislodgement. The physician believes that the patient manipulated the device in the pocket which caused the dislodgement. The anatomy was tortuous and difficult to place any lead in a lateral position. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient reported this left ventricular (lv) lead had dislodged and become wrapped around the device. A revision procedure has been scheduled. An e-mail was sent to the sales representative in an attempt to obtain additional information. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.